Event description:
Two helotome blades broke during surgery in one pt. The blades were retrieved and the procedure completed. The torque limiting handle was not used during the cut as described in the surgical technique allowing the cut to overload the helotome.